Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00542 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.

Event description:
It was reported the pump had a plunger sensor issue. No patient injury was reported. No additional information is available.